Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not pumping. No harm requiring medical intervention was reported. Customer stated that when they did functional test displacement test the piston is no longer moving no after few rewind attempts. The insulin pump will be returned for analysis.